Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's system was explanted due to the ipg protruding.

Manufacturer narrative:
The reported event for shallow ipg cannot be confirmed with product testing. Visual inspection of the ipg did not identify any anomalies that would contribute any issue. The ipg was functionally tested and passed all testing.